Manufacturer narrative:
Lot history record review: the catalog # and lot # were not provided. A ship history was conducted on the catalog #, obtained from the size of the returned sample and found 5 lots had been shipped to the complainant in the last yr. The possible lot #s were reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for eval and the following was observed: the complaint sample was returned in two pieces. The red extension hub is broken clean off. The complaint sample has been forwarded to the vendor for further eval. Conclusion: the complaint investigation is currently ongoing at this time. Findings of the investigation will be reported at the conclusion of the investigation. Frequency has increased but the severity of this event is not greater than usual.

Event description:
The red extension hub broke off.